Event description:
Second revision surgery - the patient had fallen a few months earlier causing the reverse to dislocate and the clavicle to fracture. After the shoulder was put back in, the patient still complained of chronic dislocation. The surgeon replaced the head and put in a +8 spacer. Reference first revision to (B)(4).

Manufacturer narrative:
The reason for this revision surgery was to alleviate a chronic shoulder dislocation after 1.3 years of patient use. No information was reported with this complaint about any other patient injuries, activities, accidents, or medical contraindications that may have contributed to the need for this revision surgery. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the first complaint against lot number 924f1006. A total of 3 complaints have been submitted against this part number. This one for dislocation and the other two were the result of patient infections. The root cause the chronic dislocation could not be determined with confidence. There is no reported information that indicates a material, design, or manufacturing problem with this product.